Event description:
Diabetes counselor reported she has found some e4 (occlusion) error messages in the history of the infusion device. Diabetes counselor stated the patient often has elevated blood glucose levels; reason unknown and exact reading was not provided. Patient's target blood glucose level was not provided. Diabetes counselor alleges the infusion device delivers too low insulin and the error messages come too late. Diabetes counselor reported the patient changed the infusion set when the device displayed e4. No further information is available. No physiological effects were reported. Diabetes counselor did not report patient needing assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).